Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right lead was diagnosed as fractured during an ipg replacement on (B)(6) 2025. The right lead was explanted and replaced to resolve the issue.